Event description:
A customer reported obtaining unexpected negative reactivity on galileo echo (B)(4).

Manufacturer narrative:
A review of the image result files for the unexpected negative/weak reactivity showed that homozygous jka positive cells displayed slight red cell adherence indicating that the sample was showing dosage. The customer was made aware of technical communication (B)(4) which advises customers to visually inspect all negative antibody screening and identification results on the echo prior to release of results.